Manufacturer narrative:
Concomitant medical products and therapy dates: ceb231410a/17874602 UDI: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include endoleak. In addition to standard evar anatomical considerations, additional factors to consider when determining if the anatomy has adequate length to accommodate all devices include vessel tortuosity.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2018, the patient present with a ruptured iliac artery aneurysm due to a type iii disconnect endoleak between the iliac branch endoprosthesis and the contralateral leg component. It was reported that the disconnect was due to extreme tortuosity and lack of sufficient overlap between the two components. A reintervention occurred on the same day whereby two additional contralateral leg components (plc271000, plc271200) were implanted to bridge the iliac branch endoprosthesis and the originally implanted contralateral leg component. The endoleak was resolved and the patient tolerated the procedure.